Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"While in position number 1 on the rear control. The surgeon had a difficult time advancing the grey handle towards the black line and advancing the secondary sheath. To the point where he had withdrawn it from the patient and asked for a new device." Patient outcome: "patient was not harmed. Outcome of procedure with second graft used was good. No images were obtained."